Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was slow to respond when medications were taken out of the pyxis. It allowed signin, but after selecting the patient's name, it took about 20 to 30 seconds for the icon to stop spinning before allowing staff to type a medication (the station was non profile), which located on 1shpacun. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was slow to get to medication screen. A technical support specialist (tss) accessed the enterprise server and the medication station to review performance concerns. The tss confirmed that several transactions were taking unusually long to complete and examined the device settings in the enterprise server, noted that the admission inactivity period was set to a high value. The tss advised lowering this setting to reduce the number of cached patient records and sent the customer an email outlining the recommended changes and next steps. The tss then accessed the medication station to complete a database backup, followed by a full database reset and synchronization. After the synchronization finished, the customer was asked to perform testing at the station and customer compared the response time between two stations in the same unit and confirmed that the affected station was performing well without any sluggishness. The system functioned as intended after the technical support specialist troubleshot the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was slow to respond when medications were taken out of the pyxis. It allowed signin, but after selecting the patient's name, it took about 20 to 30 seconds for the icon to stop spinning before allowing staff to type a medication (the station was non profile), which located on 1shpacun. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.